Manufacturer narrative:
Product analysis: visual and microscopic examination identified deformation around both bone screw flange hole diameters, and deformation at the posterior wall of both of the holes and both wires have been broken. This is consistent with overload during attempted insertion of the implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion due to myelopathy. On an unknown date, post-op, the screw of the reported product backed-out from the construct. The backed-out screw perforated the esophagus and caused pain to the patient. The string that holds in the screw was also broken. Hence, a revision surgery was performed on (B)(6) 2019, wherein the implant was removed and was replaced by with plates. Patient was reported to be suffering with injury even after the revision surgery.